Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the bronchovideoscope tested positive for an unspecified number of colony forming units (cfus) of adenovirus. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Update to b5 of the initial report: the issue was found after a therapeutic removal of tumors. The patient was under general anesthesia and there was no reported procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: distal end unit . Cfu: 0. Bacterial identification: none. Sampling from: instrument/ biopsy/ suction channel cfu: 15. Bacterial identification: brevundimonas diminuta. Sampling date: (B)(6) 2024. Sampling from: distal end unit, instrument/ biopsy/ suction channel. Cfu: 0. Bacterial identification: none. The device was evaluated where an additional potential adverse event was confirmed where significant burning around the biopsy channel opening of the plastic distal end cover and leakage from the biopsy channel was found. This damage prevented proper reprocessing which could have led to the reported event of a positive culture test. The burn damage was presumed to have been caused by misuse during use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Make sure that the distal end of the apc probe always lies more than 10 mm from the endoscope¿s distal end (see figure 4.9). The protrusion by 10 mm or more can be identified when the first black ring on the apc probe¿s distal end is visible in the endoscopic image. Otherwise, the treated region cannot be irradiated correctly and the endoscope may be damaged. Using a damaged endoscope may cause patient injury." Olympus will continue to monitor the field performance of this device.